Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cardiac compass data was missing/invalid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an observation stating "invalid data in cardiac compass" during doctor office visit. The cardiac compass appears to be complete and no other data appears to be missing. The device remains in use. No patient complications have been reported as a result of this event.